Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that temperature measurements were wrong. It was reported that a intellanav mifi open-irrigated ablation catheter was selected for an atrial fibrillation procedure. Before and during ablation the temperature measurement was incorrect on the non-boston scientific generator the temperature was always four-six degrees to high. The procedure was completed using this catheter with no patient consequences being reported.